Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Further investigation is in progress at the manufacturing site and this report shall be updated upon completion. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for missing additive with the incident lot was observed as the samples did not meet the required specifications. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported there was no clotting activator found in a bd vacutainer® sst¿ ii advance plus blood collection tube. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results. Additional investigation was received. Retention samples were selected from bd inventory for evaluation and upon completion, all retain tubes were observed to contain the correct quantity of silica additive. Review of the retain samples did not show any issues pertaining to the additive content. Based on the initial investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.